Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter pylori infection, lumbosacral disc herniation, numbness, tingling, weakness, extremities burning sensation of, joint pain, epigastric pain, vomiting, fibromyalgia, gastritis, heartburn, fibroids, flu, tendinitis, multigravida (multigravida 2), parity 2 and depression. Previously administered products included for an unreported indication: steroid injection. Concurrent conditions included fibromyalgia, lumbosacral disc herniation, sensation of heaviness, stomach pain, dizziness, hot flashes, menopausal symptoms, lumbosacral disc herniation, vaginal dryness, weakness, urinary frequency, bladder dysfunction, loss of libido, abdominal pain, breathing abnormally deep, irritability, dysphoria, stress, insomnia, leg pain, fever, chills, general body pain, dry skin, burning sensation, premenstrual syndrome, breast fibrocystic change, labor pain, general body pain, foot pain, pain ankle, neuritis, cervical disc disease, menometrorrhagia, dyspareunia, ovarian failure, pain in arm, pain menstrual, allergic reaction to analgesics, stress, paratubal cyst and weight loss. Concomitant products included chlorhexidine, colecalciferol (cholecalciferol) since (B)(6) 2018, desogestrel (B)(6) 2017 to (B)(6) 2018, duloxetine hydrochloride (cymbalta), escitalopram oxalate from (B)(6) 2017 to (B)(6) 2018, fluoxetine hydrochloride (prozac), gabapentin, ibuprofen, leuprorelin acetate (lupron), levofloxacin (levora), medroxyprogesterone acetate (dmpa), pregabalin (lyrica) since 2015, sennoside a+b, sertraline hydrochloride (zoloft), sumatriptan, valaciclovir hydrochloride (valacyclovir) since (B)(6) 2017 and zolpidem tartrate (ambien) from 2017 to 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("gastrointestinal or digestive system condition type: constipation/gi conditions"), back pain ("back pain"), neck pain ("neck pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), 1 year 3 months after insertion of essure. In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings/hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced micturition urgency ("bladder or urinary problems or changes - the feeling of needing to urinate"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with escitalopram oxalate (lexapro), hydrocodone, hydrocodone bitartrate;paracetamol (norco), macrogol (polyethylene glycol), tizanidine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, female sexual dysfunction, micturition urgency, migraine, dysmenorrhoea, vaginal discharge, back pain, neck pain, abdominal pain lower, abdominal pain, bladder disorder, urinary tract disorder and headache outcome was unknown, the vaginal haemorrhage, nausea, constipation and alopecia was resolving and the menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, constipation, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, micturition urgency, migraine, mood swings, nausea, neck pain, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain: dysmenorrhea, pelvic pain, abdominal pain, back pain, apareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:abdominal pain lower, alopecia, back pain, constipation, dysmenorrhea, , menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, vaginal discharge and vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Events: abdominal pain, bladder problems, urinary problems, headaches were added. Event outcome was updated for the event menorrhagia. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter pylori infection, lumbosacral disc herniation, numbness, tingling, weakness, extremities burning sensation of, joint pain, epigastric pain, vomiting, fibromyalgia, gastritis, heartburn, fibroids, flu, tendinitis, multigravida (multigravida 2), parity 2 and depression. Previously administered products included for an unreported indication: steroid injection. Concurrent conditions included fibromyalgia, lumbosacral disc herniation, sensation of heaviness, stomach pain, dizziness, hot flashes, menopausal symptoms, lumbosacral disc herniation, vaginal dryness, weakness, urinary frequency, bladder dysfunction, loss of libido, abdominal pain, breathing abnormally deep, irritability, dysphoria, stress, insomnia, leg pain, fever, chills, general body pain, dry skin, burning sensation, premenstrual syndrome, breast fibrocystic change, labor pain, general body pain, foot pain, pain ankle, neuritis, cervical disc disease, menometrorrhagia, dyspareunia, ovarian failure, pain in arm, pain menstrual, allergic reaction to analgesics, stress, paratubal cyst and weight loss. Concomitant products included chlorhexidine, cholecalciferol (cholecalciferol) since (B)(6) 2018, desogestrel (B)(6) 2017 to (B)(6) 2018, duloxetine hydrochloride (cymbalta), escitalopram oxalate from (B)(6) 2017 to (B)(6) 2018, fluoxetine hydrochloride (prozac), gabapentin, ibuprofen, leuprorelin acetate (lupron), levofloxacin (levora), medroxyprogesterone acetate (dmpa), pregabalin (lyrica) since 2015, sennoside a+b, sertraline hydrochloride (zoloft), sumatriptan, valaciclovir hydrochloride (valacyclovir) since (B)(6) 2017 and zolpidem tartrate (ambien) from 2017 to 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("gastrointestinal or digestive system condition type: constipation"), back pain ("back pain"), neck pain ("neck pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 3 months after insertion of essure. In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced micturition urgency ("bladder or urinary problems or changes - the feeling of needing to urinate"). The patient was treated with escitalopram oxalate (lexapro), hydrocodone, hydrocodone bitartrate;paracetamol (norco), macrogol (polyethylene glycol), tizanidine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, menorrhagia, female sexual dysfunction, micturition urgency, migraine, dysmenorrhoea, vaginal discharge, back pain, neck pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, nausea, constipation and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, back pain, constipation, dysmenorrhoea, female sexual dysfunction, menorrhagia, micturition urgency, migraine, mood swings, nausea, neck pain, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:abdominal pain lower, alopecia, back pain, constipation, dysmenorrhea, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, vaginal discharge and vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received reporter information was added. Injury nos replaced with new event abdominal pain lower, alopecia, back pain, constipation, dysmenorrhea, female sexual dysfunction, menorrhagia, micturition urgency, migraine, mood swings, nausea, neck pain, pelvic pain, vaginal discharge and vaginal hemorrhage. Severity added abdominal pain lower, back pain, neck pain, pelvic pain. Outcome added vaginal hemorrhage, constipation, hair loss, nausea. Medical history, concomitant drugs, treatment drugs, lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.